Event description:
(B)(4). (B)(6). Weld broke on upper leg support assembly on the ahl4a articulating leg rests. This happened when the customer attached the elevating leg rest on the right side for the first time. No patient in chair at time of occurrence. No follow up requested.